Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in common name and product code and 510(k) number. Accordingly, this event has been determined to be MDR reportable. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at the distal portion of the lesion after a few inflation/deflation attempts. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One conquest pta catheter was returned for evaluation. The visual evaluation noted peeled pebax and a round hole in the distal tip. During functional testing an attempt to inflate the balloon noted a longitudinal rupture. Therefore, the investigation is confirmed for peeled and rupture. The definitive root cause for the identified rupture or peeled pebax could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 03/2019).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at the distal portion of the lesion after a few inflation/deflation attempts. There was no reported patient injury.